Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the force bipolar instrument would not open. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) performed follow-up and obtained the following additional information: the issue did not occur after a system fault. The instrument¿s jaws were not stuck on tissue at the time of the event. No instrument collision was observed during the procedure. There was no issue with instrument removal.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the force bipolar instrument to perform failure analysis (fa). Fa was not able to confirm/reproduce the reported complaint. The instrument was placed and driven on an in-house system and passed the recognition, engagement and grip tests. The instrument moved intuitively with full range of motion in all directions and the grips opened and closed properly. There were no issues found at the distal end. The instrument was fully functional. No product issue was identified. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse of the product and recognition issues.